Event description:
Procedure type: hernia. According to the reporter: received a call from operating room doctor that during surgery when the surgeon was trying to suture after a hiatal hernia repair the needle broke off in the patient. An x-ray was taken and showed clips and one of these could represent the needle tip. Family was informed and it was decided that the endostitch was irretrievable and would cause more damage by going after it. The patient went home the following day after surgery and has not returned to the hospital since discharge. Needle was an es9 taper.

Manufacturer narrative:
(B)(4).